Manufacturer narrative:
E1 initial reporter city: (B)(6). Visual and microscopic inspection of the returned device revealed the imaging window was detached from the lapjoint section and was not returned with the device. Visual inspection revealed the sheath assembly was kinked in the proximal section. The imaging window was detached from the lapjoint.

Event description:
It was reported that a catheter break occurred. During a percutaneous coronary intervention, when the opticross hd imaging catheter was being removed from the patient following pullback, it was noted that the catheter separated at the distal shaft and the transducer was exposed. The distal shaft was caught in the insertion port of the y-connector. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a catheter break occurred. During a percutaneous coronary intervention, when the opticross hd imaging catheter was being removed from the patient following pullback, it was noted that the catheter separated at the distal shaft and the transducer was exposed. The distal shaft was caught in the insertion port of the y-connector. The procedure was completed with another of the same device. There was no patient injury.